Manufacturer narrative:
This report is filed april 13, 2016. The implanted device remains.

Event description:
It was reported the patient experienced recurrent infections at the abutment site.

Manufacturer narrative:
Per the clinic, the patient was prescribed topical antibiotics (B)(6) 2016. The implanted device remains.